Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. D4 UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: natural tibia cemented, p/n: 42532007101, l/n: 63548612. Femur cemented, p/n: 42500006401, l/n: 63239722. Palacos r 1x40 single, p/n: 00111214001, l/n: 85214571. All poly patella cemented, p/n: 42540000032, l/n: 63634814. Articular surface fixed, p/n: 42512400716, l/n: 63052412. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05341, 0001822565 - 2019 - 05342.

Event description:
It was reported the patient is scheduled to undergo a revision procedure due to loosening. Subsequently, no revision has occurred. No additional patient consequences were reported.